Event description:
The pt is reportedly experiencing skin tissue breakdown at the implant site. Surgery to clean the implant site is being considered. Advanced bionics is in the process of gathering more info. Once more info is available, a supplemental report will be submitted.